Event description:
Material no.: 309654, batch no.: 9133518. It was reported that before use of the bd syringe 60ml s/t latex free configure there is a mold-like substance found on item inside of package. The following information was provided by the initial reporter: possible mold on item package is wrapped.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Bd performs bioburden testing once every three (3) months for each product family. This testing includes testing for mold. Monthly environmental testing is also performed in the production area. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 309654 batch no.: 9133518. It was reported that before use of the bd syringe 60ml s/t latex free configure there is a mold-like substance found on item inside of package. The following information was provided by the initial reporter: possible mold on item package is wrapped.